Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The wife of customer reported a high reading issue with the freestyle libre sensor. The wife reported a 'hi' (> 500 mg/dl) scan reading and unspecified high reading from unspecified capillary meter, and stated customer was in hospital due to high reading issue. It is unknown if customer is being treated for hyperglycemia (consistent with reported scan reading) or hypoglycemia as the reporter did not provide additional information. Thus-far attempts to gather further information has been unsuccessful. There is no report of death or permanent injury associated with this event.